Manufacturer narrative:
(B)(4).evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a case they received the l3-017 error code. While checking the holster they noticed that the green cable has exposed wires and is coming apart. The case was aborted.